Event description:
A consumer reported successful use of clear care lens care solution for several years. She began using a new bottle while visiting in another country, and used the lens cup included for at least three days before she begun to notice halos around lights, severe pain and gradual reduction of visual acuity. She sought care at an emergency room while in another country, & was hospitalized for a toxic reaction the treating physician informed her was possibly attributable to the lens care solution and was directed not to use that particular bottle. She was informed her cornea had deteriorated and she experienced reduced acuity for two weeks. She followed with her doctor upon returning to the united states and they did not actually suggest it was clear care but agreed that it was a toxic reaction, possible due to other factors such as pollutants. Event resolved with no impact on visual acuity and resumption of lens wear with one-day disposable lenses. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a significant toxic reaction requiring hospitalization." The manufacturing investigation of the returned complaint sample met the stability specification for all parameters tested.